Event description:
Customer reported he was hospitalized. Blood glucose value at the time of admission was 622 mg/dl. Customer stated that the high blood glucose was caused by a virus. Current blood glucose was 137 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.